Event description:
The patient arrived to the or with a prosthetic fracture of the left total hip. The hip was revised by an outside hospital. She began to experience discomfort after she took a quick turn and suddenly felt pain in her hip. She was feeling this mostly on the lateral side. She said that her hip felt somewhat unstable. The CT scan ultimately showed a fracture of the prosthesis at the femoral stem. The patient wishes to have this device given to her once it is reviewed by biomed. The surgeon removed the broken prosthesis and inserted a new one, revising the total hip.